Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the motor, press plug, rotor, and preload bearing, which were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.